Event description:
It was reported that the ht70 ventilator screen froze. There was no patient involvement at the time of the reported condition. The ventilator was evaluated by a medtronic field service engineer (fse) and the customer reported issue was confirmed the service engineer (se) updated the bootloader and operating system software to revision v03.17.24. Updated the application software to revision ht70+ p09.15.28. The unit passed all testing and operates within the manufacturing specifications